Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an easy bolus anomaly on the insulin pump. Customer's blood glucose level was over 188 mg/dl. Customer stated that he was getting a no delivery alarm every now and then. Pump was not giving the customer a correction when he enters his blood glucose level and carbs. Customer even changes his set and still receives a no delivery alarm. Customer hits esc and resume buttons and then the pump works again. Sometimes the pump will let him enter food and sometimes not. Customer stated that the easy bolus was set to on. Customer would like to have the pump replaced. Customer feels there is an issue with the software. It was found that this was not a keypad anomaly issue. Customer stated that he is no longer concerned with sensors and has stopped using them. Customer refused to troubleshoot for further sensor issues. Insulin pump will need to be replaced. No further assistance needed.